Event description:
The following was reported through post-market clinical trial: (B)(4), subject expired on (B)(6) 2008. Study coordinator called in for her 3 year follow up and discovered that the subject expired. The family were not willing to give any information about circumstances of her death. Letter/disclosure of health care information was received from health information management, stating there is no record of this individual in their patient database. Study coordinator will try to obtain death certificate from funeral home.

Manufacturer narrative:
Device not returned.the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Additional manufacturer narrative: per death certificate, the cause of death was cerebrovascular accident due to peripheral vascular disease.